Event description:
Manually pushed. The battery blew up- [oral-b/rechargeable toothbrush handle] [device breakage]. Case narrative: consumer via social media stated that when the toothbrush was used on (B)(6) 2024 the battery blew up. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.